Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # v003964, implanted: (B)(6) 2006, product type lead; product ID 3387-40, lot # v003964, implanted: (B)(6) 2006, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
Information was received from the patient that reported the implantable neurostimulator (ins) didn¿t last as long as they were told they would. The patient was implanted for parkinson¿s dual. Further follow-up is being conducted to determine what symptoms, if any, did the patient experience, what troubleshooting occurred, and if the cause of the longevity issue was determined. If additional information is received, a follow-up report will be submitted.